Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was failed and requires maintenance. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that there was a setting for 5 characters search that being turned on and was causing the issue. The tss also confirmed with the customer that a recent onsite visit by a technician had addressed the reported issue, and the system was believed to be functioning correctly. The tss followed up to confirm that the issue was fully resolved and verified that no further problems were present. The system functioned as intended after technical support specialist investigated the issue.